Event description:
It was reported that the device had difficulty crossing the stent and retrieving. A 145, 5-in-6 guidezilla was selected for use. During procedure, it was reported that the device had difficulty crossing the stent and retrieving. The procedure was completed with different device. No patient complications were reported and the patient was stable post procedure.

Event description:
It was reported that the device had difficulty crossing the stent and retrieving. A 145, 5-in-6 guidezilla was selected for use. During procedure, it was reported that the device had difficulty crossing the stent and retrieving. It was further noted that there was a complete separation in the shaft with the ptfe fully pulled out from the collar, collar damage. The procedure was completed with different device. No patient complications were reported and the patient was stable post procedure. Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter in two pieces. The tip, distal shaft, collar and hypotube were microscopically and visually inspected. Inspection revealed complete separation in the shaft with the ptfe fully pulled out from the collar, collar damage, numerous kinks in the distal shaft, and tip damage (misshapen). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.